Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot-switch and joystick were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the foot-switch on the 9900 system was damaged and the remote user interface joystick would not work. No pt injury was reported.